Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, basic occlusion test, and displacement test. No motor error alarms were noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery or occlusion test due to the prime anomaly. The motor was tested outside the device and passed. The following physical damage was noted: cracked casing at the display window corners, belt clip slot, and battery tube threads along with a corroded battery tube and minor scratches on the lcd window.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery; when he pressed esc to cleat the no delivery alarm the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 267 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the device without incident. However, the alarm history was reviewed and there were two prior motor error alarms within the past thirty days. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.